Manufacturer narrative:
Date of event: exact date unknown, event occurred in two years.

Event description:
It was reported that the patients battery was non functional. The patient underwent a battery replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.